Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a non-medtronic sheath was inserted through the right femoral artery, but was unable to pass. The access site was dilated with a balloon and crossing was unsuccessful. Another attempt was made to advance the sheath without success. The sheath was removed and the delivery catheter system (dcs) was inserted. The dcs was unable to cross and became bent from the pressure while attempting to advance. The dcs was withdrawn and reinserted. The right common iliac artery proximal to the stenotic site was selected as the access vessel and the valve was successfully implanted. A dissection was found in the right common iliac artery and damage to the intima of the right external iliac artery was noted. Subsequently, a stent was placed. It was unable to determine if the sheath or dcs advancement attempts caused the dissection and vessel damage. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.